Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that bd vacutainer® push button blood collection set with pre-attached holder had a pinched tube that decreased blood flow. No report of injury or medical intervention. No report of blood exposure to mucous membrane.